Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory. Initial result was negative with a microscopic result of 13-29 per hpf. Repeat result was trace. The erroneous results were reported. Pts were not adversely affected.

Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory. In 2009, initial result was negative with a microscopic result of 30-61 per hpf. Repeat result was small with a microscopic result of 6-10 per hpf. The erroneous results were reported. Pts were not adversely affected.

Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory. In 2009, initial result was negative with a microscopic result of 13-29 per hpf. Repeat result was small. The erroneous results were reported. Pts were not adversely affected.

Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory.in 2009, initial result was negative with a microscopic result of 13-29 per hpf. Repeat result was small with a microscopic result of 11-30 per hpf. The erroneous results were reported. Pts were not adversely affected.

Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory. In 2009, initial result was negative with a microscopic result of 13-29 per hpf. Repeat result was small. The erroneous results were reported. Pts were not adversely affected.

Event description:
User received false negative urine leukocyte results for 6 pt samples over several days. Repeat testing was performed by another laboratory. In 2009, initial result was negative with a microscopic result of 13-29 per hpf. Repeat result was small. The erroneous results were reported. Pts were not adversely affected.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.

Manufacturer narrative:
User changed the leukocyte reflectance setting which improved the performance of the assay.